Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during fill one of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the extension set was connected to the patient line after the priming phase of therapy. The power was cycled to clear the alarm. Proper procedures were reviewed and the caregiver was advised to start therapy over using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient extension line was connected after priming. This is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.